Event description:
It was reported that during a preparation for a ureteral stenting procedure, the pigtail of the percuflex plus stent was torn. The procedure was completed with a different device. There were no patient complications and the patient was reported to be "good".